Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 2311, UDI: (B)(4), serial: (B)(6), batch: a000096321. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that the lead has two high impedances. Surgical intervention was undertaken wherein the lead was explanted. Therapy was restored.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the continuity testing showed channel #3 and 8 electrical open were found on the returned lead. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02976. It was reported that following a fall stimulation became ineffective. Reprogramming was attempted. X-rays were taken and showed that both leads had migrated one vertebral level. Surgical intervention may take place a later date to address this issue.